Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit's touchscreen is nonresponsive. The customer reported the screen is delaminating in the bottom right corner. The customer determined the most likely cause of the reported event is the front panel assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
The reported complaint of "delaminating screen" was able to be confirmed but could not duplicate the touch screen being "non-responsive." The touch screen is damaged. This issue will be internally investigated within vyaire.